Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a linear opening. A leak test was performed which found one opening. A microscopic analysis identified a sharp linear opening on the radius side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.